Manufacturer narrative:
Analysis of the pump revealed overinfusion with an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty.

Event description:
On (B)(4) 2016, information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving dilaudid (4 mg/ml) at 1.5 mg/day and clonidine (225 mcg/ml) at an unknown dose. Indications for pump use included non-malignant pain and failed back surgery syndrome. Medical history was reported as none and concomitant medications were unable to be obtained. The patient reported hearing an alarm for the prior two weeks, starting on approximately (B)(6) 2016. On (B)(6)2016, the patient came in for a refill and when logs were ran, a motor stall was identified on (B)(6) 2016 at 04:11; subsequently, the stopped pump period may exceed tube set was also noted on (B)(6) 2016 at 04:11. No patient symptoms were reported. According to the pump logs the dilaudid was changed to 0.1920 mg/day and the clonidine was infusing at 10.8 mcg/day via an implantable pump in simple continuous infusion mode. No troubleshooting was performed, but the pump was updated and changed to a minimum rate. As of (B)(6) 2016, the patient was to see a surgeon that week to have the pump replaced, the patient's status was reported as "alive - no injury ," and the hcp had no additional information. The pump was subsequently removed and returned on (B)(6) 2016.

Manufacturer narrative:
Destructive analysis was performed and shaft wear was found. Fdc no longer applies. Fdc now applies.

Manufacturer narrative:
After analysis and review, the previously reported eval code-conclusion of was updated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.